Event description:
It was reported during ongoing use, premature battery depletion was observed. The patient is not fit for replacement, and has been discharged home with a latitude monitor. Technical services has been contacted to review the disk analysis to determine the remaining longevity of the battery. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device (pulse generator) was exhibiting premature battery depletion. The patient had been hospitalized for other health related issues, and as a result, was not suitable for device replacement. The patient was discharged from the hospital, and provided with a latitude device (remote monitoring system). A copy of device memory was saved and submitted to technical services (ts) for review, which confirmed that the power consumption was increasing in a gradual fashion. Based on conservative modeling, ts discussed that this device (pg) would not deplete to eri (elective replacement indicator) battery status within 90 days. Ts recommended that the pg either be replaced, or have the battery status reevaluated in 90 days time. No adverse patient effects were reported. Additional information: this device was received by boston scientific, and device technical analysis was completed. An additional good faith effort was submitted to the field representative to obtain more information regarding the reason for the returned device. The response received was that this device was returned for interest only. Previously, the field representative provided additional information indicating that since the patient was not suitable for replacement due to their underlying health issues, and near the end of life, monitoring the longevity of the device would continue, and be performed every 3 months. It was also noted that the 90 day replacement interval kept reoccurring, which means that this device still had battery capacity, and continued providing therapy to the patient. Several months later, the field representative provided further information, indicating that the patient had passed away for health related reasons. It was confirmed that the patient's death was unrelated to this device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, premature battery depletion was observed. The patient is not fit for replacement, and had been discharged from the hospital, with a latitude monitor. After technical services reviewed the disk analysis, it was confirmed that the power consumption is increasing in a gradual fashion. Based on conservative modeling, this pg will not deplete to eri (elective replacement indicator) battery status within 90 days. Technical services recommended the pg either be replaced or have the battery status reevaluated in 90 days time. Additional information: a follow-up request was sent to the field rep for an update to this event. It was indicated that the patient will continue to be monitored, as they are not suitable for device replacement. The patient will continue to be monitored through latitude so that technical services can periodically provide updates on the battery status.